Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. The field service specialist (fss) visited customer site and found error 2012 and the monitor pivot assembly was broken. Fss verified instrument manager, network adapter and advantech board. Fss confirmed the foot-pedal errors (error 416) with the system and found the subsystem controller and the rear panel connector (rpc) to be faulty. Fss also reported that the monitor bezel and cap enclosure top were broken. Fss replaced the subsystem controller on the unit to resolve the error 2012 problem. Fss also replaced the monitor pivot assembly, rear panel connector, monitor bezel and cap enclosure top, which resolved the other noted issues with the system. Fss verified customer¿s phaco handpiece, serial number (B)(4) and it checked out to be working fine. Fss performed the field service checklist and verified vacuum calibration, which the system passed all functional tests and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
While the abbott medical optics field service specialist was on customer site for servicing the whitestar signature system, he found error 2012 (instrument host timeout error). The customer had also reported that screen was detached at pivot point and footpedal error messages (error 416) with the unit. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.